Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. A type ii lesion was identified in the right carotid artery. The lesion length was 9mm. The reference vessel diameter was 6mm. There was 93% stenosis as measured by nascet. The target vessel had moderate tortuosity with 2+ calcification. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Cerebral protection was performed with a non-bsc device. Pta was performed with non-bsc balloon catheters. A heart stimulant, atropine atropine 0.75 ui was administered. No vasodilator was used. No peri-operative events were reported. A 7mm/30mm carotid wallstent monorail was delivered and the carotid stent was successfully placed at the intended site. The procedure was technically successful with successful use of the cerebral protection device. Residual stenosis was 0-29%. Post-procedure, the carotid stent was found to be patent with a residual stenosis of 0%. The patient was symptomatic less than 24 hours post-procedure with cerebral events of hallucinations and disorientation. No medications were given. No further data was provided for the adverse event or follow up visits.